Event description:
Report of infant death by coroner's office. Parents reportedly stated they found infant unresponsive and called 911. Parents reportedly stated monitor did not alarm. Paramedics performed CPR and transported infant to hosp. Unable to revive infant. Infant expired.